Event description:
The customer reported they obtained false negative results while performing crossmatch (compatibility) testing with a sample containing anti-fya using mts anti-igg card lot # 020907001-14. The customer antigen typed the 2 donor units in tube method using competitor's antisera and obtained a positive reactivity for fya. The reaction strength of the test results was not provided. Antibody screen testing performed with the sample using ortho reagent cells showed weakly positive (1+ weak) reactivity with all the cells positive for the fya antigen. A false negative reaction in a crossmatch test could lead to the transfusion of incompatible blood. No erroneous results were reported.

Manufacturer narrative:
The customer did not submit samples to mts for additional investigation. Therefore, the customer complaint could not be confirmed. Customer reported the sample reacted weakly positive with all cells positive for the fya antigen for antibody screen testing. However, sample reacted negative (compatible) in gel with the donor units tested. No definitive root cause could be determined. Labeling review was performed: incubation times in low ionic strength solutions between 5 minutes and 40 minutes have been recommended in literature. No single incubation time will be optimal for all antibodies.